Event description:
If was reported that this right ventricular (rv) lead exhibited low amplitude of the r-wave. As a result, a revision procedure was performed. Another rv lead was considered but it was not possible due to the patient anatomy. Therefore, a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.